Manufacturer narrative:
(B)(4). Unit was received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test or occlusion test due to physical damage. Unit received with operating currents within spec. Unit passed self-test, rewind, prime/seating test, basic occlusion test and force sensor test. Power graph analysis confirmed low battery, power loss alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board. Insulin pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's battery did not last longer than one week. The customer blood glucose at the event was unknown. The product was returned for analysis.